Event description:
The customer stated that error code 1007 (unable to process test, activated read failure) was generated while processing patient samples. Architect reaction vessel lot 70563p100 and lot 71450p100 were in use at the time of the incident. No impact to patient management was reported due to this issue.

Manufacturer narrative:
(B)(4). Suspect medical device: another lot of the suspect reaction vessel (71450p100) with another identifier of lg5315351 was in use at the customer facility at the time of the incident, concomitant medical product. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device: additional architect reaction vessel lot 71450p100, device MFR. Date: 11/25/08, expiration date: na. Concomitant medical device: this medwatch submission was corrected from the previous medwatch submission: arch rv lot 71450p100 was changed to architect i2000sr analyzer. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this (B)(4) lot determined it has unique compositional and analytical characteristics when compared to other (B)(4) lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' (B)(4) process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers (B)(4) process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming (B)(4) material, and to improve the supplier's (B)(4) process to reduce the potential generation of static charge.